Event description:
Information received indicates the initial valve removal was due to aortic stenosis. The patient did well for one week after implant with no aortic insufficiency noted. The patient was subsequently re-admitted to the hospital three weeks later for congestive heart failure (chf). Tee noted severe aortic insufficiency, which appeared to be located near the left coronary sinus. Cardiologist also noted paravalvular leak. The valve was replaced with no additional patient complication reported.

Manufacturer narrative:
The product analysis is not completed at this time. When completed, a supplemental MDR report will be submitted with the results of the product evaluation. Conclusion: with no product analysis available, no conclusion can be drawn for the reported event.